Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to high out of range pace impedance measurements. It was also noted that the device was sensing minute ventilation signals as noise. The patient had experienced a fall prior to the out of range measurements. System testing was performed, and in bipolar mode manipulation of the device recreated the high pace impedance measurements, however in unipolar mode the measurements were within normal range. X-ray did not show any anomalies, and the pacing threshold measurements were normal in both bipolar and unipolar. The system was programmed to unipolar. No adverse patient effects were reported.